Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (dislodgement); patient's condition affected effectiveness of device (lesion morphology) - 80% stenosis and severe calcification. Failure to follow instructions - (force was used in an attempt to deliver the stent across the lesion.) Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 80% stenosis and severe calcification. Inherent risk of procedure - (dislodgement); user error contributed to event - (force was used in an attempt to deliver the stent across the lesion.) (B)(4).

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent to a severely calcified lesion in the lad with 90% stenosis but the device could not pass through the lesion. Stent dislodged and had to be retrieved from the patient. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. The stent was not returned with the device. Crimp impressions were evident along the balloon. The proximal pillow balloon folds were partially opened and disturbed. Image review: the procedural images provided by the account confirm the tortuous and calcified nature of the lad vessel and side branch. The images capture numerous pre-dilations of the lad and the side branch prior to successful deployment of a stent in the proximal to mid lad. There are no images capturing the attempted delivery or withdrawal of the resolute stent. A stent is subsequently deployed in the left main overlapping with the stent in the proximal/mid lad. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).